Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Caller reported blood glucose results of 13.8 mmol/l on mobile system and 7.2 mmol/l on compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is mobile system, medwatch with identifier (B)(6) is compact plus system. Correction: the complained mobile cassette was received and evaluated. No failures were detected.